Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had partial display . Customer's blood glucose value was 435 mg/dl at the time of incident. Customer will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. (B)(4).